Manufacturer narrative:
Continuation of d10: product ID 2af283 ; product type: balloon catheter: product ID 990063-020; product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the transepal puncture, while freezing the left upper pulmonary vein (pv). The patient became hypotensive and imaging revealed an acute cardiac tamponade. A pericardiocentesis was carried out to treat the patient. The case was aborted, the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.